Event description:
Customer's mother (B)(6) alleged customer's blood glucose on compact plus system was 83 mg/dl, 295 mg/dl, and 283 mg/dl when testing was performed back-to-back. Mother stated customer had no symptoms. Mother gave customer water to drink. Mother stated customer felt better after drinking water and being told she would get a new meter. Mother reported that quality control tests were performed the week before the incident, and that the level 2 control was out of range (data not provided). Product labeling provides steps to take when out of range controls are encountered. These steps were apparently not followed in this case. A request was made for the return of the suspect device, and replacement product was sent.